Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No charge/battery lasts less than expected anomaly, no failed battery test alert and no delivery alarm/occlusion during test noted. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and impairs view of screen. Customer stated that the insulin pump had rejected new battery and unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.